Event description:
It was reported that there was a contact failure related to a fall off of a ladder. It was noted that one of the contacts was not working per manufacturing representative after device interrogation. It was noted that the patient fell from a ladder in (B)(6) fracturing scapula. It was noted that subsequent data regarding the lead was found after the device was interrogated. It was noted that there was no clinical signs or symptoms of the device not working. It was noted that the patient was still getting good stimulation and good coverage. It was noted that the event was unresolved with no further actions planned.

Manufacturer narrative:
Concomitant products: product ID 37746, serial# (B)(4), product type programmer, patient; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
Additional information received reported that there was contact failure related to a fall off of a ladder. The event was component related and not related to the implantable neurostimulator (ins).